Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer had received this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and an error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump failed self-test due to pump error 63. Successfully downloaded history files and traces using thus. Pump error 43 and pump error 130 were not found during testing. Verified the pump alarmed pump error 43 and pump error 130 were found in pump downloaded history on (B)(6) 2022 at 22:20:33.000 and (B)(6) 2022 at 22:17:04.000 respectively. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor and pcba 1. Pump error 43 and pump error 63 were confirmed due to moisture damage on the motor home switch and pcba 1 respectively. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and stained serial number label. Confirmed pump error 43 due to moisture damage on the motor home switch. Pump error 130 was not confirmed. Pump error 63 were confirmed due to moisture damage on pcba 1. Moisture damage confirmed on motor and pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.